Event description:
Philips received a complaint on the heartstart xl+ device indicating that the operation check failed.

Manufacturer narrative:
Phone number: (B)(6).

Manufacturer narrative:
The device has not been made available to philips. Visual and functional testing could not be performed, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.